Event description:
It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, stent damage was noted. The physician met "strong resistance" while advancing the 2.5x24mm taxus liberte drug eluting stent across the 99% stenosed and severely calcified target lesion located in the severely tortuous mid left anterior descending (lad) artery. The device was removed and then the target lesion was dilated several times with an unk device at 12 atms and the taxus liberte was attempted a 2nd time to cross but failed. Then an unk guide catheter and guide wire were utilized to cross the lesion with the taxus liberte a 3rd time but failed. Upon removal of the stent from the pt the 3rd time it was noted that the stent was deformed at the tip. It is "unk when the deformation of the stent tip occurred". The procedure was completed with another unk device. No pt complications occurred and the pt's condition was listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.